Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-21: improper technique of obtaining or applying blood sample note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code. Customer stated the e-0 appeared when the blood sample was absorbed and that the error had occurred several times. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/19/2021 and open vial date is (B)(6) 2020. The customer declined to perform a blood test during the call. At the time of the call the customer reported having headache due to her diabetes. Medical attention was not needed at the time of the call. Customer was contacted later the same day and customer stated that she had contacted her doctor due to the e-0 error and the headaches she has been having and doctor had requested customer visit the office.

Manufacturer narrative:
Corrected section as of 20-apr-2020: h1: type of reported event changed from "malfunction" to "serious injury". B1: added "adverse event".

Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 21-may-2020: h10: most likely underlying root cause corrected from "mlc-21: improper technique of obtaining or applying blood sample" to "mlc-62: user had poor technique".